Manufacturer narrative:
(B)(4). Date initial report sent 03/30/2015. "Other" bubble in (B)(4) selected in error. Impossible to undo as of the current emdr rev (of above date) as you cannot unselect bubbles which have been selected.

Event description:
According to the reporter: counted suture needles immediately prior to handing first stitch to surgical resident. Needle holder was returned to mayo stand without needle. Resident searched surgical wound and sterile field and floor searched without finding needle. X-ray taken with needle present in lateral burr hole incision. Incision site re-opened and suture needle found. Suture needles and remainder of count correct during second closure of incision. [Did it break? Campos said yes, but psn does not reflect that]. Current patient status: unknown did the difficulty result in any tissue damage or patient injury? (E.g. Unanticipated tissue loss, unintended colostomy, formal laparotomy, re-operation etc.): no if applicable, what was done to correct this condition? (Be specific e.g. Cautery, sutured, applied another device, etc.) : applied another suture. Additional information requested via email- 1. How is the patient currently? 2. What was the pre-op diagnosis ? 3. What was the procedure? 4. What structure was being closed at the time of the needle loss? 5. Confirm that incision site was re-opened (same surgical event) to retrieve suture needle. 6. Confirm incident date ? ( ftr indicates (B)(6) 2015). 7. What is the lot number of the device?